Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analysis revealed the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead became breached due to a rupture while in vivo and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: addr01 ipg (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced fatigue due to a fracture, high impedance and no capture on the right atrial (ra) lead. The ra had been previously reprogrammed and was now explanted and replaced. No further patient complications have been reported as a result of this event.